Manufacturer narrative:
No product was returned. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. There was no evidence found to suggest the incident was due to an intrinsic defect in the product, as supported by the review of the device history record. Based on the information received, the cause of the reported incident could not be conclusively determined. The IFU also instruct the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The IFU state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt's vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the pt. Hemostasis can be achieved by applying manual pressure. The angio-seal device instructions for use (IFU) states, the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.

Event description:
It was reported an angio-seal was selected for use in the right femoral arteriotomy. A pt had left heart catheterization and a left and right coronary angiogram procedures performed. Pre-deployment angiogram revealed the sheath was above the bifurcation. An attempt was made to deploy the device. Blood return was seen, but the device did not seem to lock. In trying to remove the sheath and deploy the device, it would not budge. The vascular surgeon was called into the cath lab to perform a small cut down of the right femoral artery. Allegedly, the device was struck in the artery, so the pt was taken to surgery. Surgery included exploration, control of the femoral artery, and deployment of the angio-seal with no complication. Post surgical treatment included: antibiotics (type and dose unk), treatment, and twenty-four hour hospitalization. Medications given during the procedure included: 7mg versed, 100mg fentanyl, 1mg dilaudid, 2mg morphine sulfate, and 1mg ancef.